Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the burned distal end cover could be due to the use of a high-frequency processing instrument without sufficient distance from the tip. In addition, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. However, it is likely the following led to the malfunction: the foreign material was possibly not removed completely even if the reprocessing steps were conducted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device plastic distal end tip cover (c-cover) was burned. In addition, there was white foreign material present within the air/water cylinder tube, air/water tube and the jet tube. There was no patient involvement.